Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Patient's relative on behalf of patient reported right side "incapsulated implant", "hard", "every time they laid down they were painful", "they were warm", "they were burning, and "hard, hard, hard". Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.